Manufacturer narrative:
Explant evaluation: the device was returned to gepromed for investigation. Submitted in unfixed was a gore® viabahn® endoprosthesis. The scope and results of the investigation were summarized, and a report was submitted to w. L. Gore & associates. An explant scientist at w. L. Gore & associates reviewed the report. Explant scientist observations: the specimen was reported to be 55 mm in length and the device appeared to remain whole. The endoprosthesis was devoid of tissue. The lumens at extremities a and b appeared to be devoid of tissue and open. However, no saline patency test was noted to have been performed, therefore the patency of the device could not be determined based on the analysis and images provided. There were no stent defects or material disruptions noted. Based on the explant scientist¿s review of the gepromed report, no additional analysis is requested. Additional evaluation (i.e., histopathology) would not be able to provide the origin or nature of the infection due to the sample being unfixed upon arrival at gepromed. Furthermore, the origin of the infection cannot be determined with either the information provided nor via the analyses available. Additional information in regard to the event of the case was requested from the physician, but nothing was provided. In the instruction for use for the gore® viabahn® endoprosthesis with propaten bioactive surface the following is stated: hazards and adverse events device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: infection.

Event description:
It was reported to gore that the patient underwent surgical treatment for a rupture of the distal anastomosis of a femoro-popliteal bypass with a gore® viabahn® endoprosthesis with propaten bioactive surface. It was stated that the endoprosthesis was implanted on (B)(6) 2023, to treat a rupture of the distal anastomosis of a femoro-popliteal bypass. On an unknown date, the prosthesis was explanted due to infection.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. H6 evaluation codes type of investigation b13: additional information in regard to the event of the case was requested from the physician, but not provided yet. H3: other code: the medical device returned to a third party for further investigation. The analysis report was shared with gore and is being evaluated appropriately. Further investigation is being conducted and will be included in the final report. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.